Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the plastic lens at distal end came off into the pt's cavity. It was retrieved laparoscopcially. No pt injury was reported.